Event description:
It was reported that cine run retrieval was slow.

Manufacturer narrative:
Ge rep evaluated the system. Rep reloaded calibration files and deleted bad object files. System operates as intended.